Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. It was also reported that the site was a little swollen. The patient blood glucose levels reached between 30 and 600 mg/dl while wearing the pod between 4 and 24 hours.